Manufacturer narrative:
(B)(4). Analysis description: no complaint received with return of device. Failure event observed during analysis. Final analysis of the partially returned lead found external abrasion breaching the outer insulation at 4.5-6.0cm from distal tip. The abrasion was consistent with constant friction to another device or feature of the heart. External abrasion breaching the outer insulation was also found at 40.5-41.0cm from distal tip. This abrasion was consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.